Event description:
The customer reported that the cine run image was all white. The cine function was not working properly, resulting in a loss of subtraction, road-mapping, or other critical vascular cine functions. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The cine drive was replaced. The system was then found to be working as intended.